Event description:
It was reported that a physician in-training in the use of the prostar xl device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the knot could not be advanced into the arteriotomy site and both anterior sutures did not capture the arterial wall, while the posterior sutures were engaged in the vessel wall. The procedural sheath was reintroduced, the sutures were removed and a surgical cutdown was performed to complete the arteriotomy. There were no adverse patient sequelae. Though requested, no additional patient information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned to abbott vascular for investigation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience cannot be determined.